Manufacturer narrative:
Please note that this submission package was originally submitted on (B)(6) 2015 using the test site because I was unaware of the production site. It will be repackage and send through the production site on (B)(6) 2016.

Event description:
Drive medical received a notice from the enduser regarding an incident which involves the rollator that drive medical imports and distributes. After 9 months of in possession of the alleged product, the enduser claimed that the wheels and brakes of the rollator were defective. She stated that the brakes wouldn't lock so she ended up falling which tore her right meniscus. This report is based on information provided solely by the enduser.